Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: we have two more pumps acting up: (B)(6). Both just have notes saying service required. Cleaned pins and ran test infusions with no issues/alarms. Waiting to hear back if any patient harm reported and if issue stopped active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.